Event description:
Litigation papers allege after the implantation of the pinnacle hips, on or about (B)(6) 2006, pt began to suffer from severe pain in his left hip and symptoms of a failed implant. It is further alleged pt sustained and continues to suffer damages, including, but not limited to, past, present, and future pain and suffering, severe and possibly permanent injuries, emotional distress, disability, disfigurement, economic damages (including medical and hospital expenses) monitoring, rehabilitative and pharmaceutical costs, and lost wages and loss of future earnings capacity.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.